Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 03/06/2025. An investigation was conducted on 03/24/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. The shaft of the harvesting device was observed to be bent. The toggle was manipulated to open and close the jaws. The jaws were able to be slightly opened. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). No final testing was conducted due to the condition of the bent shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed, however, the analyzed failures "material twisted/ bent shaft" and "mechanical problem- jaws" were observed. The lot # 3000442955 history record review was completed. There were two (02) ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent cauterization.. A new device was used to complete the procedure. There was no delay. There was no patient harm.